Event description:
Rn noted that balloon pump screen was all black, no waveform on bedside monitor. Power button "on", device plugged into wall, all connections checked. Rn turned off balloon pump, re-plugged into the wall, re-inflated balloon; device then worked without problem. Rn noted battery power never turned on. Total time balloon pump was off was approx. 5 minutes. No patient harm.bio medical assessment: called in datascope to test unit on site. Datascope was unable to duplicate the problem, there were no error codes on the fault code log, and a complete functional test of the unit showed no problems. The unit ran for an hour with no problems, and biomed ran the unit for an additional hour with no problems.